Event description:
It was reported that the patient was experiencing diaphragmatic stimulation along with pain in their sternum near their heart. An intervention was conducted to reposition the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).